Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed to resolve the issue. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Subsequently, the customer received multiple, minimum fill notifications. Reportedly, the cartridges were filled with approximately 250-275 units of insulin. The customer's blood glucose level ranged from 170-198 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.